Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025, the user received an insulin occlusion alert and noticed blood in the tubing. The user later completed a supply change without issue, and no further assistance was required. Blood glucose (bg) was not affected. No symptoms were experienced by the user during the event. No medical intervention or injury reported at the time of call.